Event description:
A malfunction alarm 20 was reported during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will continue using the current pump, and technical support arranged for a replacement pump. Instructions were provided on returning the problematic pump within 10 days using a pre-paid label.